Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's final investigation. H3 and h6 have been updated with new information. A review of the device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was confirmed; however, the type of material was unable to be identified. A definitive root cause of the reported issue could not be determined as user did not perform/complete reprocessing steps. The events can be detected and prevented in accordance with the following sections of the instructions for use: "IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope.". Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects in the jet tube and foreign objects in the plastic distal end cover. There were no reports of patient involvement.